Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal [500 mcg/ml] at a rate of 309.91 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that a terminal event has occurred, an end of service (eos), elective replacement indicator (eri), and stop pump period may exceed tube set messages were present upon interrogation. Schedule to replace the pump by the year 2095 was also displayed. The physician reported the patient was in the office on (B)(6) 2016 and the eri was 11 months. There were no reported symptoms. No further troubleshooting was performed and the pump was replaced on (B)(6) 2017 and the patient is currently receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.